Event description:
Additional information was received from the cremation center indicating that their records showed that no device was removed. It was indicated that the patient had their stimulator on their back but no records of it being removed. No further information was available.

Manufacturer narrative:
Concomitant medical products: product ID 97792, lot# n433606, implanted: (B)(6) 2014, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient's wife reported that one year and two months after having the implantable neurostimulator (ins) implanted in the patient's back he was dying of creutzfeldt-jakob disease (cjd). The patient's wife asked if there have been other cases of cjd connected to the implantation of these device. The patient's health care provider (hcp) confirmed that the patient was last seen in the office in (B)(6) of this year. There was no mention of cjd in the patient's chart along with nothing in his history about this. The patient's past medical history included: hypertension, coronary artery disease, arthritis, and hyperlipidemia. The indication for use included spinal pain and post lumbar laminectomy syndrome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient went to the hospital, and her children wanted the doctors to do a brain biopsy but they said it was too risky and expensive so it wasn't done. The consumer stated it was disappointing to not have any more information regarding this. The patient died on (B)(6). The department of health called the consumer since creutzfeldt-jakob disease was a reportable disease. They asked all kinds of questions regarding her husband's risk factors and etc. The patient was cremated. The mortuary personnel noted that if they did remove the device, which they most likely did, the device was put in a biohazard bag which they believed was already picked up.